Manufacturer narrative:
The referenced device was returned to the olympus service center. The service evaluation confirmed the customer¿s reported problem, no image displayed due to a defective charged coupled device. Additionally, the cable is punctured and failed the leak test. The cable was last serviced on october 17, 2017. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the customer high-definition autoclavable camera head reportedly has a no image defect, ¿won¿t show a picture¿. The defect was found during an unspecified procedure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge coupled device. The specific root cause of the faulty charge coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.